Manufacturer narrative:
4307 - intuitive surgical inc. (Isi) has received the illuminator for failure analysis investigation. Failure analysis confirmed that the illuminator failed the white balance test.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the illuminator for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, white balancing failed. The customer contacted (B)(6) technical support engineer (tse) and said that they had restarted and changed out scopes before calling in. The tse asked the customer to verify cable connections, reseat light guide, do hard restart of the vision side cart (vsc), and change out the camera cable with no success. The tse advised the customer to bring in an alternate light source. The customer was going to try that. The procedure continued to be completed as planned with no reported injury. On (B)(6) 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the patient was brought into the room, placed on table, put under anesthesia and ports placed. The patient was asleep and in position when they went to white balance the scope and it failed. The customer said they tried everything, called tech support and tried some more things; couldn't get it to work. The customer said that tech support asked him to bring in a 3rd party (B)(6). The customer was able to proceed with the procedure using a 3rd party (B)(6) ((B)(6)). The procedure is continuing right now; completing as planned with a 3rd party (B)(6). There is no reported injury.